Event description:
Boston scientific received information that during the routine device replacement procedure, the device was connected to the competitor leads and impedance measurements were out of range for the right atrial (ra) lead and high for the right ventricular (rv) lead. Prior to the device connection, the lead impedance measurements were acceptable. The leads were disconnected from the device and tested through the pacing system analyzer (psa). Again, the impedance measurements were appropriate. When the leads were re-connected to the device, the impedance measurements were out of range and no pacing was noted at nominal outputs. As a result, the physician elected to implant another device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.